Event description:
The nurse reported that during the third case of the day, the system was required to be rebooted three times with a 45 minute delay noted. The five cases remaining were rescheduled for the following day. No patient injury was reported.

Manufacturer narrative:
The company service representative found the hospital building was struck by lightning during a storm. The lightning caused a power shut off twice in the hospital. The company service representative examined the system and didn't find any problems. Preventative maintenance was performed. The system was then tested and met all product specifications. This report was mailed to FDA on: 07/02/2009.